Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Reference MFR. Report#: 1627487-2019-10023. It was reported that during the patient¿s standard reprogramming, the patient¿s leads all had high impedance except contacts 6 and 7. An abbott rep reprogrammed using said contacts. As a result, surgical intervention may take place to address this issue. It is unknown which lead is liable, therefore both of the leads are being reported on.

Manufacturer narrative:
As no surgical intervention took place involving the l3 lead, this lead does not meet reportability criteria.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient¿s l5 lead was explanted. No surgical intervention took place on the l3 lead.